Event description:
It was reported that this implantable pacemaker was found in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.